Event description:
During review of the event logs an increased intra-peritoneal volume (iipv) was identified. The event log revealed a drain volume of 3356ml during cycle 4. This drain volume meets the criteria for overfill.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Product surveillance contacted the patient's dialysis nurse on (B)(6) 2010. The nurse advised the patient did not report any symptoms of an increased intra-peritoneal volume, nor did they report the drain volume to the clinic. The nurse further advised the patient has been doing well with therapy and is seen regularly, in clinic. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The homechoice was evaluated by the product analysis lab (pal). The homechoice passed both the returned instrument test/evaluation (rite) functional and electrical tests. The assignable cause of the increased intra-peritoneal volume was determined to be an insufficient drain (one or more cycles advanced to the next fill when a slow/no flow condition occurred above the minimum drain volume threshold). Review of the service history reveals the homechoice passed all required tests and calibrations prior to its release from baxter. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).